Event description:
The following information was reported: retroperitoneal bleed, 6f sheath access was assessed to be high after angiogram. It is unknown if the patient's hospitalization was mynx related or not.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. Based on the information provided, the most likely root cause of the reported retroperitoneal bleed could have been the high stick. It was reported that the femoral angiogram showed that the access was high. It should be noted that the instructions for use (IFU) warnings indicates the following: "do not use the mynxgrip vascular closure device if the puncture site is located above the most inferior border of the inferior epigastric artery (iea) and/or above the inguinal ligament based upon bony landmarks, since such a puncture site may result in a retroperitoneal hematoma/bleed." UDI number: (B)(6). Pi number is unknown as the lot number was not provided.